Manufacturer narrative:
Block b3: exact date unknown, event occurred over 1 year ago when explant occurred from the date manufacturer became aware of the event. D6: explant date: 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7077092, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 7077204, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319, batch/lot number: 29121481, model/catalog description: clik x MRI anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) system explant procedure due to an unknown reason. It was mentioned that the patient was not happy with the scs. No further information could be obtained despite good faith efforts.